Event description:
The customer reported that there was a collimator iris too large error. This error requires the user to hit any key to continue. However, this error occurred during a procedure with patient involvement. There is no report of patient injury.

Manufacturer narrative:
A ge representative evaluated the system and calibrated the collimator. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.